Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away last year from a massive heart attack and high blood glucose levels. The customer's wife felt that the infusion sets that the customer was using at the time may have been the cause. No date of death was given. Nothing further was reported.